Manufacturer narrative:
R&d analysis summary. Engineering evaluates that: the infusion started on 01/14 @ 09:40:24 with 90ml @ 5ml/hr. Over 18hrs should have completed on 01/15 @ approximately 03:40:24 and while stoppage of pump logs @ 11:35 suggests pump may have shut down about that time, engineering cannot confirm the actual stop time of said infusion.the first registered diagnostic pump log on 01/15 was a dirty_bit_detected meaning the last power cycle did not shut down cleanly. This is commonly seen when there is an abrupt power loss such as when there is a depleted battery. However, the pump logs do not show a low_battery and/or a depleted_battery alarm before a shutdown event nor do the pump logs show a power shutdown event (i.e., the shutdown event which ultimately led to the dirty bit detection on 01/15 when the pump was powered back on) as per design. It is important to note the infusion on 01/14 started on battery power source and the pump clinical signals do not show the pump being plugged into ac main until 01/15 therefore, the probable cause of the pump suddenly shutting down is the battery suddenly failing during operation while on battery power. Furthermore, engineering can confirm the power on event on 01/15 (listed above) does not show the previous infusion information in the pump logs therefore, the pump cannot display/show how much medication was infused from jan 14, 2025. Diagnostic logs show user entered biomed mode and cleared the replace_battery alarm (even though a replace_battery alarm was not captured by the clinical logs), however, the key press report does not show corresponding keypresses to indicate the user entered biomed mode.the pump clinical signals suggest the pump was on and active on 01/14 until approximately 11:35:54 which is consistent with the incident date and time reported by the customer. In conclusion: engineering can confirm the customer¿s complaint of the pump turning off without warning and not displaying (afterwards) the quantity of medication infused. The probable cause is a sudden, abrupt failure of either the battery or the pump power system (most likely the battery) which both shutdown the pump and prevented saving the current pump delivery status. Due to the anomalies and behavior of the pump and the information described in this investigative summary report, engineering recommends that service perform verification testing of the device¿s power system (battery, power supply, power card, etc.) And the piezo alarm to be audible, before allowing the pump to be used again.corrective actions are in process.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Event description:
The event involved a plum 360 where it was reported "patient had IV cardizem running because patient went into atrial fibrillation. IV pumped died and did not beep beforehand to warn of low battery. Pump wound not start and show how much of the medication had been infused. The battery was purchased from ICU medical and the manufacturer listed on the battery label is csb with white text. There was patient involvement and no adverse event.